Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a recent supply change while using an ilet system with a contact detach infusion set; the user declined to replace the infusion site, replaced other supplies, and reported blood glucose rising to 390 mg/dl with persistent elevation over two hours before beginning to decline. Symptoms included no reported physical symptoms. Outcomes included no need for professional medical intervention, no use of backup therapy beyond subcutaneous insulin guidance, no assistance required, and no immediate health effects. Investigation included troubleshooting and education on supply change, site management, and guidance to disconnect from the ilet for two hours if administering a manual insulin injection. Investigation of this case revealed an unclear cause of hyperglycemia without evidence of device alarms malfunctioning or component failure, and no hospitalization occurred. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.